Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the mail coil and the delivery were returned stuck inside a non-boston scientific catheter. The main coil and the delivery wire were not interlocked. The main coil was found stuck in catheter tip, stretched, and the interlocking arm detached. Functional inspection could not be performed since the main coil and the delivery wire were not interlocked. Under magnification, it was possible to observe the interlocking arm detached. Dimensional inspection revealed that the delivery wire outer diameters were within specification. The main coil zap tip outer diameter was within specification. Dimensional inspection of the primary coil outer diameter could not be measured due the main coil's stretched condition. The coil arm outer diameter could not be measured due to the interlocking arm being detached.

Event description:
Reportable based on device analysis completed on 16nov2022. It was reported that the device could not be pushed and got detached. The target lesion was located in the 4cm splenic aneurysm. An 8mm x 40cm interlock-35 coil was selected for use. During the procedure, the coil could not be pushed from the catheter and got detached automatically in the protection sheath. The coil was removed together with the catheter and the procedure was completed with another of the same device. Altogether 6 coils were used in total. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the interlocking arm got detached.